Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "firing out tip" at 126,148 joules". A second fiber was used to complete the case. "No injury to pt" reported.